Event description:
It was reported that this lead was repositioned necessarily due to suboptimal measurements and was successfully implanted. Also, it was stated that patient's clinical condition worsened during the procedure. Moreover, pericardial effusion was revealed on echocardiographic examination resulting in tamponade and clinician was unable to tell if tamponade occurred during repositioning of the lead or during removal of the temporary lead. Hospitalization was required. There is no further information available. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).